Event description:
As reported, item failed to function. From checklist, air in line. Used prime function to remove the air in the line and infusion restarted. Alarm reoccurs, used prime function again to remove the air in the line and restart infusion. Open door, remove and visualize, tab the tubing section and observe for bubbles. No visible bubbles, reload the tubing and restart infusion. Alarm re-occurs. Downstream occlusion alarm. Tubing clamps were open and there were no kinks in tubing, pressure adjusted by recommended 1 increment at a time and infusion restarted, alarm reoccurs tubing properly loaded one more time, tubing have been replaced.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow-up will be submitted when the investigation results become available.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Two photographs of the IV set were provided for evaluation. The photographs were evaluated, and bubbles were noted inside the tubing.the reported defect is confirmed. An approved project has been issued to address issues with air in line. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.